Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration and the force sensor resistance were out of specifications. There was evidence of contamination found on a force sensor component. Evaluation also revealed that the display was dim with discolored text. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump history showed ¿pump not primed¿ warnings. During evaluation the pump failed to recognize the cartridge during the load step. Both the force sensor calibration and the force sensor resistance were found to be out of specifications. When the pump was opened, there was evidence of contamination found on a force sensor component. Evaluation also revealed that the display was dim with discolored text. Unrelated to these issues, the internal clock battery on the printed circuit board had failed. (B)(6).